Manufacturer narrative:
Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2018, the surgery for the cervical opll was performed by using the mountaineer system. The fixed area was c2 ¿ 5. The reported favored angle screw was used when the surgeon was inserting the c2 lamina screw. When the surgeon installed the screw to the driver, there was no problem. When the surgeon removed the screw from the screw driver, since the surgeon pushed the button on the driver inner portion, the screw could not be detached from the screw driver. The surgeon installed the screw to the screw driver again. However, the surgeon pushed the button on the driver inner portion three times and repeated the screw installation, the inner part of the screw head was come up; thus, the surgeon could not place the core driver or the rod anymore. The surgery was completed with a 30-minute-delay, and there was no adverse consequence to the patient.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual examination found that the polyaxial¿s tulip head inner cap had become rotated out of position. No damage was present on the polyaxial screw shank. Swage markings were present indicative of the inner cap being properly placed in its intended position within the tulip head. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the polyaxial¿s inner cap becoming rotated out of position cannot be positively determined. However, it is suggested that unanticipated high amount of forces was placed on the tulip head resulting in the inner cap becoming rotated out of position. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.